Event description:
Pt underwent base wedge osteotomy for metatarsaus primus addurtus deformity. The on q pump was applied in the or at hosp. The two sites where the catheters were placed, back developed tissue damage. The 1st web space site developed full thickness skin slough with necrosis and question of osteomyelitis at the catheter site.